Event description:
It was reported that patient presented with syncope. Upon interrogation, patient was found to have systemic pseudomonas infection. Patient¿s history shows past infection cases where the patient went through explant procedures due to infection. Physician elected to explant the system. Patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.